Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 2-3 on patient with a small atrium. A mitraclip ntw was prepared for use. However, during preparation of the clip, while flushing the chamber and dc many air bubbles were observed. The clip was continued for use. However, during the procedure, it was noted that the physician did not like how to move the clip after the clip has been attached to loading zone form the stabilizer. In the physician¿s opinion, moving the clip forward is difficult and not smooth. The clip was ultimately implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.